Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as designed and no failure was found. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Event information updated.

Event description:
It was reported that the site changed from 3d mode to 2d mode and took a 2d anterior posterior (ap) image. After this action, it was possible to perform the 3d image acquisition.

Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a l4-l5 laminectomy spinal fusion, the x-ray tube and detector could not rotate when attempting to enter the ap and lateral image acquisition positions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.